Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: "the customer complaint was received due to the failure mode of 'needle blocked'. The customer returned one injection needle and part of the product lidstock for analysis. No definite signs of use were observed... Visual analysis did not reveal any obvious bending/kinking of the needle cannula. Additionally, no obvious signs of a blockage were visible at the proximal or distal openings of the needle cannula. Functional testing revealed that water was completely unable to flush through the needle. Dimensional analysis could not be performed as the needle in question is a purchased component. The returned needle was attached to a lab inventory syringe and flushed. Water was not able to pass through the needle cannula due to an occlusion. This was compared to a functional lab inventory needle, which functioned as intended. Therefore, the customer report is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: "the customer complaint was received due to the failure mode of 'needle blocked'... The customer returned one injection needle and part of the product lidstock for analysis. No definite signs of use were observed... Visual analysis did not reveal any obvious bending/kinking of the needle cannula. Additionally, no obvious signs of a blockage were visible at the proximal or distal openings of the needle cannula. Functional testing... Revealed that water was completely unable to flush through the needle. Dimensional analysis could not be performed as the needle in question is a purchased component. The returned needle was attached to a lab inventory syringe and flushed. Water was not able to pass through the needle cannula due to an occlusion. This was compared to a functional lab inventory needle, which functioned as intended. Therefore, the customer report is confirmed."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on:09-aug-2022 h6: investigation summary it was reported the needle was blocked. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed. The safety mechanism on the sample has not been activated. No defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. The photo provided shows a needle assembly with the plastic shield. No other information could be obtained from the photo. This defect could occur if there was a process variation during the lubrication application process. A device history record review was completed for provided material number (B)(4), lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the lubrication application process was performed. The settings and alignment of fixtures was correct. The flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.